Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated and documented in an edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, per report, the rupture of the balloon was secondary to a narrowed, calcified stj. In addition, the native leaflets and aortic root were severely calcified, which likely contributed to the balloon rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During deployment of a 29mm sapien 3 valve, the commander delivery system balloon ruptured. The valve was deployed successfully. Upon removal of the delivery system through the sheath, there was difficulty withdrawing the delivery system due to the ruptured balloon material. The sheath and delivery system were removed as a unit. After removal of the sheath and delivery system, an angiogram revealed a perforation/ tear in the right common iliac. A surgical repair was performed; however, the repair did not resolve the perforation/tear. It was then noted that there was also a perforation in the abdominal aorta. A repair was performed with an endograft in the abdominal aorta and common iliac. The patient was administered multiple units of blood. Subsequently, the patient expired. Per report, the rupture of the balloon was secondary to a narrowed, calcified stj. The delivery system could not be reinserted into the esheath. The delivery system was severely compromised and damaged the iliac upon removal. The patient had a known, pre-existing dissection in the iliac pre procedure and a history of an aaa repair. Of note, the hospital¿s risk management indicated they could not release the device to edwards lifesciences for evaluation.

Manufacturer narrative:
Voluntary medwatch report patient identifier #(B)(4) was received by edwards lifesciences on 6/22/2017. The event in this report was previously reported to the FDA under complaint (B)(4) with corresponding manufacturer report number 2015691-2017-00915. No new information was provided in the voluntary report. No further action is required. - (B)(4).

Manufacturer narrative:
A DHR review was completed on the most relevant work orders that could potentially contribute to the complaint event. The work orders did not reveal any manufacturing-related issues that may have contributed to the complaint event.